Event description:
A customer observed negatively biased results for multiple assays while troubleshooting on the 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
A field engineer visited the site and replaced the immunowash pump and performed other service activities. Servicing the instrument returned the analyzer to expected operation. A post-service precision test yielded acceptable results. The root cause of the event was instrument-related.